Manufacturer narrative:
Diaphoresis. Angina, arrhythmia, and myocardial infarction, as noted in the xience v IFU, are known adverse events associated with coronary stenting. Angina, arrhythmia, myocardial infarction, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Diaphoresis is not specifically addressed, it is not a pt effect commonly associated with coronary stenting and could be a potential side effect of the medications the pt is taking, related to the overall health and condition of the pt, or be a secondary effect of the myocardial infarction.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated proximal cx with a xience v stent. In 2008, the pt experienced chest pain, diaphoresis and palpitations and was hospitalized. The pt was diagnosed with a q-wave myocardial infarction. Thrombolytic treatment and an unk pain medication were administered as treatment. The event resolved three days later. There is no add'l info available.